Event description:
Event desc: the pt was transferred to our hosp and admitted to medical intensive care unit (micu). The pt arrested. On autopsy, it was found that the vena cava filter had migrated into the right ventricle just beneath the tricuspid valve. Device usage problem - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Eval: still under investigation.